Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067 rf (radio frequency) head. (B)(4).

Event description:
It was reported the programmer would not interrogate devices. It was also reported the screen arm is broken. The programmer was returned for repair. No patient complications were reported as a result of this event.